Manufacturer narrative:
(B)(4). Batch: unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested and received: can you please provide more event details? Did the device partially fire where the staple line and cut line approximately equal in length (device partially fired and stopped)? Or, were the staples not visible on a portion of the staple line or many of the staple lines? Please explain. Can you please provide details regarding the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. No feedback from customer, so no additional information could be provided.

Event description:
It was reported that during an unknown procedure, the staple line was incomplete after fired the device. Changed the device and reload to complete the procedure. Patient consequences were not reported. No additional information could be provided.